Event description:
It was reported that the patient was receiving an infusion of heparin (25,000 unit/250ml) at a rate of 27.3ml / hour. An unspecified alarm state occurred. The caregiver suspected that an over-infusion of the medication occurred. There was patient involvement but no harm was indicated.

Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the patient was receiving an infusion of heparin (25,000 unit/250ml) at a rate of 27.3ml / hour. An unspecified alarm state occurred. The caregiver suspected that an over-infusion of the medication occurred. There was patient involvement but no harm was indicated.

Manufacturer narrative:
Correction: initial reporter occupation. Omit: c20 no findings available. Additional information: if other specify, imdrf annex a, g, b and c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Manufacturer narrative:
Additional information: imdrf annex a and c codes.

Event description:
It was reported that the patient was receiving an infusion of heparin (25,000 unit/250ml) at a rate of 27.3ml / hour. An unspecified alarm state occurred. The caregiver suspected that an over-infusion of the medication occurred. There was patient involvement but no harm was indicated.

Event description:
It was reported that the patient was receiving an infusion of heparin (25,000 unit/250ml) at a rate of 27.3ml / hour. An unspecified alarm state occurred. The caregiver suspected that an over-infusion of the medication occurred. There was patient involvement but no harm was indicated.

Manufacturer narrative:
Omit: a160106 - defective alarm (1014), g0301201 - bubble sensor, g06001 - alarm, c0201 - electrical/electronic component problem identified. Additional information: imdrf annex a,g,c and d codes.

Event description:
It was reported that the patient was receiving an infusion of heparin (25,000 unit/250ml) at a rate of 27.3ml / hour. An unspecified alarm state occurred. The caregiver suspected that an over-infusion of the medication occurred. There was patient involvement but no harm was indicated.

Manufacturer narrative:
Omit: b17 - device not returned, b15 - analysis of data provided by user/third party additional information: imdrf annex a, g, b and c codes. H3 other text : not applicable. Device evaluated by bd service.